Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detachment.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the epiglottis during a pulmonary dilatation procedure to treat subglottic stenosis performed on (B)(6) 2026. During the procedure, while attempting to inflate the dilatation balloon, the balloon detached from the catheter. The procedure as completed with another cre pulmonary dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as expected to fully recover.